Event description:
A patient experienced a burning sensation at the location of their implanted device, while stimulation was turned on. The issue occurred following a fall, and it was noted the patient had recent multiple falls. Impedance measurements greater than 4000 ohms on some of the bipolar pairs were noted. Values of 690 and 1395 were repeated on all bipolar pairs that were not >4000. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).